Manufacturer narrative:
(B)(4): eval, results: based on the info provided no root cause can be determined. Balloon rupture. Eval, conclusion: no conclusion can be drawn (based on the info provided no root cause can be determined).

Event description:
An attempt was made to use a sailor plus pta catheter otw to treat a pt. However, the balloon burst during inflation. Event did not affect the pt. A non-medtronic device was used to treat the pt thereafter. No further info is available.